Event description:
It was reported a tasp was returned fractured on a worn instrument claim form. This was discovered during routine check in.

Manufacturer narrative:
The returned instrument exhibits signs of repeated use and has fractured on the lateral side of the post feature off all pieces were returned reference attached photographs. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a tasp was returned fractured on a worn instrument claim form. All pieces have been returned. Attempts have been made and no further information has been provided.